Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and a hair in the minicap was noted. The reported condition was verified. The cause was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hair in a minicap. This was observed before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.